Event description:
Customer reported this set allowing flow that is faster than what they set it for, including continued dripping when the flow regulator is turned completely off, note stated "32/min." There was no pt harm and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A follow up report will be submitted once the eval has been completed.